Event description:
Healthcare professional reported that following additional treatments with hyalase, antibiotics and steroids, the patient's symptoms have resolved.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of filler had moved, area appeared angry, infection, swollen, hard, lump, and tender are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: precautions for use: ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected to the cheek (ck1, 2, and 3) with 2 ml of unspecified juvéderm® voluma¿. Two days later patient felt filler had moved towards eye socket. Hyalase was used. Three weeks later patient felt the product had moved again but was advised to continue to let it settle. The next day patient was prescribed flucloxacillin. Two weeks later, ¿following deficit that hyalase had left,¿ 1 ml of unspecified juvéderm® voluma¿ was injected to the cheek. Six days later patient was seen and ¿area appeared quite angry, hyalase used.¿ patient was additionally prescribed flucloxacillin for 7 days. A further six days later the infection appears to have dissolved and the cheek is no longer swollen. Hyalase was injected again on two separate occasions. A week after the last hyalase injection patient had a ¿hard palpable lump dissolved¿ with no apparent signs of infection. Patient was injected with a further 2 ml of unspecified juvéderm® voluma¿. Two weeks later patient was injected with juvéderm® volift® retouch. Patient was also prescribed flucloxacillin for 7 days. Nine days later patient contacted clinic due to ¿cheek feeling rock hard.¿ patient stopped flucloxacillin and was started on clarithromycin and co-amoxiclav for 7 days. Five days later patient was seen and area looks sunken, but soft to touch. Patient was prescribed another 7 days of clarithromycin and co-amoxiclav as well as 7 days of prednisolone to take if anything changes. Three weeks later patient was reviewed and further hyalase was administered on three more occasions. The area has ¿very much improved, and very much of a deficit remaining.¿ two weeks after the last hyalase injection, 1 ml of unspecified juvéderm® voluma¿ was injected to the deficit. Five days later patient reported swelling and face was tender to touch and hard. Patient was advised to allow it to settle. After seven days symptoms worsened with ¿swelling ++¿. Upon review, the area where the indentation is does feel quite hard, and towards patient¿s jawline on the same side also feels a little firmer than the unaffected side. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01256 ((B)(4)), MDR ID# 3005113652-2017-01252 ((B)(4)), and MDR ID# 3005113652-2017-01258 ((B)(4)). This MDR is being submitted for the third injection of unspecified juvéderm® voluma¿.